Event description:
Tip of trocar has noted to be missing upon attempt. Digital and visual exploration was done of incision. X-rays were completed with no definite tip identifiable. Further investigation will continue.